Manufacturer narrative:
(B)(4) - refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at 2,000 joules and 3:00 minutes of use the beam was noticed to be going in the wrong direction (forward firing). Additional information has not been provided. How the procedure was completed is unknown at this time. The fiber tip was not cleaned during the procedure. Patient outcome "ok" reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-621a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.